Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that bed to bed overview alarming was not working to provide alarm notifications between bedside monitors as expected. No patient harm was reported.